Event description:
This device was returned for service with a report from the facility that it was overinfusing. The facility did not report any pt injury or medical intervention occurring from this situation. The facility reported that the pt was receiving tpn form a bag containing between 1 and 2 liters. The facility did not provide any details regarding the pt's info or the amount of solution that was suspected to have overinfused.